Manufacturer narrative:
1. The customer returned 1 video but did not return the defective sample. The video shows continuous bleeding at the end of the septum. 2. DHR/bhr review lot#4052079. 1-this batch of products were assembled at intima ii auto line 4 in (B)(6) 2024, and packaged at r240 package line in (B)(6) 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional tests: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the end of the septum. Please see the attached test report. 4. Damage to the septum by the raw material or assembly can result in continuous bleeding at the end of the septum. Conclusion(s): the returned video shows continuous bleeding at the end of the septum, the root cause of this defect cannot be determined as no abnormality is found in the process and retained sample, and no defective sample has been received for further inspection. The plant will continue to track and trend for this issue.

Event description:
No additional informaiton provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum. This product had blood and fluid leakage from the isolation plug during withdrawal of the needle cone. Affected quantity (B)(4) pcs, samples are not returnable, photos are available. Green claim required, complaint response letter required, complaint receipt letter not required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.